Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 19th september 2023, it was reported by a sales rep via email that an ar-3200-0025 was not recording video when triggered from camera or from tablet directly. It was tested with different camera heads and fault remains. This was detected at an unspecified time.

Manufacturer narrative:
Since the complaint device was not returned to us, it's not possible to physically evaluate the complaint device. However, due to the device not being returned, photos or videos provided, we are unable to confirm the reported event. The most likely cause can be attributed to improper settings of the device.